Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated their stimulator on their left side was not working. Patient said they hadn't had to turn that stimulator on for a couple years, and when they tried to connect to the implant again last night, they got an "error doc" screen. Patient did not remember the code on that screen. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned the last time they didn't have to meet with the doctor and they were able to just meet with the consultant. Patient also said they hadn't seen the previous managing doctor in 4 years. Agent reviewed role of representative and provided nas number for healthcare provider office to call. Additional information was received from the patient. They reported that they had 2 stimulators: one on their l side, they didn't use it due the fact that they had no feelings in their feet. The r one is for their hands. Their body has gone through "sypsis" due to a forgotten object in their body. Patient stated that if they were not using the device, then they wanted it removed. They stated they couldn't get an appointment with the doctor until may, due to the fact they tested positive for an array of drugs that they weren't taken. They just went out of the hospital for a 10 day stay coma, unresponsive, removal of knee-sepsis. Additional information was received from the patient. Pt got tired of having to meet medtronic every 6 months to get it reset. Pt don't use it and would like it removed. They are meeting another doctor on may 13th. Pt would prefer to have it be removed because it is a foreign object in their body and may cause infection or sepsis. Issue has not been resolved. Additional information was received from patient (pt) who reported they had both of their stimulators removed and all their leads.